Event description:
A boston scientific innova vascular self expanding stent system failed to deploy. The stent size is 6mmx 200mm x130cm. The reference number is (B)(4). The lot number is19240145. The expiration date is 5/21/2019. The stent is secured in the radiology department office waiting for approval to release to the vendor for evaluation. "During the deployment of a boston scientific 7mm x 200mm x130mm innova stent(lot# 18316737), the stent did not deploy in the intended anatomical area .during removal of the catheter an issue ensued where the stent moved and was partially deployed in the sheath. The stent catheter was removed as was the sheath. A new sheath was put in, contrast was injected to check placement of the stent. The stent was found to be in satisfactory position. The product will be evaluated by the vendor once released by risk management."